Event description:
The olympus field service engineer was informed that a customer high flow insufflation unit¿s insufflation was reportedly ¿slow or takes a long time¿ during an unspecified event. The unit was returned for service. During inspection and testing, reportable malfunctions were confirmed; gas leakage from the connector and the front panel light emitting diode (led) is glowing abnormally at the flow rate indicator end. No patient injury or harm was reported to olympus.

Manufacturer narrative:
The evaluation found gas leakage from the connector and the front panel light emitting diode (led) is glowing abnormally at the flow rate indicator end. The customer's reported issue was confirmed as the flow accuracy faulty due to a defective manifold unit. Also, the tubing inside is discolored/yellow in color. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct section d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the component failure could not be determined. Specifically regarding the gas leak, it is likely the phenomenon occurred due to the k-connector unit became failure. Regarding the led glowing, it is likely the phenomenon occurred due to a failure of the front panel unit. Regarding flow accuracy issues, it is likely the phenomenon occurred because the manifold unit became defective. Regarding the internal tube is discolored, the cause is unknown at this time. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional information regarding the event (b5) and the reporter (section e).

Event description:
The event occurred during a daily routine/general inspection by the technician.